Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. The removed power pcb assembly was returned to physio for evaluation. Physio evaluated the removed power pcb assembly but could not observe any failures. The customer was advised not to pull out the batteries during charging, as any device can power off depending on how fast or slow the battery is being pulled.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers powered off whenever one of the batteries was removed while the device was charging defibrillation energy. This also happened with fully charged batteries. There was no patient use associated with the reported event.